Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not opening properly. The customer stated that this malfunction caused a delay in treatment as the nurse had to go to the ICU which was on a different floor to access the rsi tray. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not opening properly. The customer stated that this malfunction caused a delay in treatment as the nurse had to go to the ICU which was on a different floor to access the rsi tray. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 latch clicked multiple times but failed to open. The customer was unaware of how to use the emergency release lever to access the cabinet. As a result, medication for a patient was retrieved from another pyxis station on the same floor. A field service engineer found no hardware failure, and the cabinet was able to open normally. Logged in as cf support and launched the hardware test application. Tested the door multiple times, and it functioned correctly each time. Downed the device and replaced all latches with the new style latch. The system functioned as intended after the field service engineer repaired the device.